Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample and no issues were observed. (20 march 2019). Investigation conclusion: a clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. (20 march 2019). Root cause description: no issues were observed on the returned sample therefore no root cause can be identified.

Event description:
It was reported that a unspecified bd pen needle was, "partially blocked."